Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a colon resection. The device did not cut, unk if it stapled. Another device was used to complete the case. There were no adverse consequence to the pt.